Event description:
Moderate amount of osteolysis noted under tibial tray when removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: patient underwent primary right tkr on (B)(6) 2007, using duofix tibial tray, lcs complete porocot femur and lcs rp insert. Wash-out / debridement for superficial wound infection carried out on (B)(6) 2008. Converted to tkr revision (using below prosthesis) on (B)(6) 2008. Patient has experienced significant stiffness and discomfort in right knee joint since revision in 2008. All components removed and revision prosthesis, using stems and metaphyseal sleeves, utilized. Synovium extremely thickened - full debridement carried out, with specimens sent for pathology. No obvious grey staining of tissues noted. Moderate amount of osteolysis noted under tibial tray when removed. No x-rays available - patient has lost current films and surgeon has not ordered any replacement x-rays. Examination of the returned products was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. It was confirmed that all the reported products were compatible with each other. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.